Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Infected patient system leading to clots and vegetation in superior vena cava. Surgical intervention was needed to resolve the issue and the product was explanted. New system was implanted due to dependency. There were no additional adverse patient effects reported.